Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # v340504, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported the patient had health issues and wanted to turn stimulation off to see if it would help. The patient had pain near their appendix. A CT scan was performed. The patient was diagnosed with a bladder infection. While on the call, the patient was able to turn stimulation off. Two days later, the pain persisted and was determined to not be caused by device or therapy. The patient then turned stimulation back on. The patient recovered without permanent impairment.